Manufacturer narrative:
Additional information - d1, d5, & g4 510k unk. Investigation results- there is no specific optetrak logic device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had left knee replacement on (B)(6)2015. They had left knee revision on (B)(6) 2020, approximately 4 years 7 months after their initial procedure. The patient reported symptoms including joint pain, joint swelling and stiffness, tissue, damage, loosening, instability, polyethylene wear, osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2024-04949 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1 d2 d4 d10 concomitant devices: 02-012-47-5011 - logic cr tib insert std, sz 5, 11mm 2765960 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4118833 13a2101 - cemex system fast genta 70g aa8313 200-02-35 - three peg patella 35mm 4116214 201-78-81 - 3" trocar, mod. Hex 2pk 4128753 201-78-89 - 3" drill bit, mod. Hex 2 pack 4030326 g4 h4 h6 (component code, type of investigation) the following sections were corrected: h6 (health effect - clinical code, medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.